Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 12.0cm was returned for analysis. The sensing conductors were fractured at 3.0cm from the df-1 connector pin due to fatigue. This is consistent with the observation from the field of oversensing and inappropriate hv therapy.

Event description:
It was reported that during the clinic visit, a complete exit block and low sensing was observed. There was oversensing with inappropriate shocks. Lead was explanted and replaced. Patient's condition was good before, during and after the procedure.